Event description:
A report was received that the patient had increased pain and burning over the ipg when charging. The generator was somewhat superficial and easily palpable. There was some numbness at the skin of the site as well as an open wound/scab. It was also determined that there were multiple fractured contacts of the leads. High impedances were noted. The patient will undergo a revision wherein the ipg will be relocated and leads will be replaced.

Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein both leads were replaced, and the ipg was relocated. The physician suspected device malfunction due to lead fracture. The patient was reportedly doing well postoperatively. Sc-2218-50 (sn (B)(4)): device evaluation indicated that the lead passed visual and mechanical tests performed. Analysis revealed 2 fractured cables in the distal end. The severed cables were the reason for the high impedances observed. Sc-2218-50 (sn (B)(4)): device evaluation indicated that the lead passed mechanical test performed. The lead body had a pronounced kink approximately 18 cm from the distal end, where the lead appeared to have been sutured. Four cables were broken/severed at this spot. The fracture site was one cm from the click anchor setscrew mark. This appeared to have been caused by fatigue possibly coupled with postural changes/movements. The completely severed cables were the reason for the high impedances observed. No exposed cables.

Manufacturer narrative:
Additional information was received the patient did not want the scs anymore and it was his personal choice to have the devices explanted. The physician did not suspect device malfunction.

Event description:
A report was received that the patient had increased pain and burning over the ipg when charging. The generator was somewhat superficial and easily palpable. There was some numbness at the skin of the site as well as an open wound/scab. It was also determined that there were multiple fractured contacts of the leads. High impedances were noted. The patient will undergo a revision wherein the ipg will be relocated and leads will be replaced.

Manufacturer narrative:
(B)(4). Additional suspect medical device components involved in the event: model#: sc-1132, serial#:(B)(4), description: precision spectra implantable pulse generator. Model#: sc-2218-50 serial#: (B)(4), description: linear st lead, 50cm.

Manufacturer narrative:
Additional information was received that after this patient's revision last (B)(6) 2015, the patient had a stinging-type pain near the incisions which was normal, not beyond what was expected, and was treated with soma. It was noted that there did not appear to be any complication following this revision. Upon further follow-up, the patient was seen, demonstrating two fractured contacts with high impedances in the right lead. The physician stressed that to have a lead fractured in the same patient within several months after a revision was very unusual. Also, the patient had an increased pain in the low back radiating into the bilateral buttocks, into the left thigh and the lower leg. The physician could not fully explain the new symptoms nor the fact that the patient was utilizing the scs, which was stimulating the typical area, but not providing relief. This event might indicate that the pain was not neuropathic in nature but might be more muscular or skeletal, which was not typically covered by the spinal cord stimulation. CT scans were obtained but did not show any abnormalities related to the patient's scs system. The patient will undergo a complete explant procedure. Additional suspect medical device component involved in the event: model #: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm.

Event description:
A report was received that the patient had increased pain and burning over the ipg when charging. The generator was somewhat superficial and easily palpable. There was some numbness at the skin of the site as well as an open wound/scab. It was also determined that there were multiple fractured contacts of the leads. High impedances were noted. The patient will undergo a revision wherein the ipg will be relocated and leads will be replaced.

Manufacturer narrative:
Additional information was received that the physician did not state that there was suspected lead fracture during a visit where high impedances were noted on two contacts. The physician did not suspect lead fracture. The patient underwent an explant procedure on (B)(6) 2015 due to ineffective therapy. The explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed. Additional information was received upon further follow-up, the patient was seen demonstrating two fractured contacts with high impedances in the right lead. The physician stressed that to have a lead fractured in the same patient within several months after a revision was very unusual. Also, the patient had an increased pain in the low back radiating into the bilateral buttocks, into the left thigh and the lower leg. The physician could not fully explain the new symptoms nor the fact that the patient was utilizing the scs, which was stimulating the typical area, but not providing relief. This event might indicate that the pain was not neuropathic in nature but might be more muscular or skeletal, which was not typically covered by the spinal cord stimulation. CT scans were obtained but did not show any abnormalities related to the patient's scs system. The patient will undergo a complete explant procedure. Additional suspect medical device components involved in the event: model #: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm.

Event description:
A report was received that the patient had increased pain and burning over the ipg when charging. The generator was somewhat superficial and easily palpable. There was some numbness at the skin of the site as well as an open wound/scab. It was also determined that there were multiple fractured contacts of the leads. High impedances were noted. The patient will undergo a revision wherein the ipg will be relocated and leads will be replaced.

Event description:
A report was received that the patient had increased pain and burning over the ipg when charging. The generator was somewhat superficial and easily palpable. There was some numbness at the skin of the site as well as an open wound/scab. It was also determined that there were multiple fractured contacts of the leads. High impedances were noted. The patient will undergo a revision wherein the ipg will be relocated and leads will be replaced.